Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during cleaning on (B)(6) 2025. During scope cleaning, the brush got separated and fell off. The scope cleaning was completed using another of the same device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush head broken/fractured.